Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events : migration were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device/migrated through my uterus into my abdominal cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure inserted. In january 2010, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain and fatigue outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: 2009 discrepancy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device/migrated through my uterus into my abdominal cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain and fatigue outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: 2009 discrepancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. New events: dysmenorrhea, pelvic pain, fatigue, abdominal pain, device monitoring procedure not performed were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.